Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log of the customer's report was provided. Review of the device log did show the error messages related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. The device will not be sent to zoll for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "defib fault 72", "hardware error 3", and "error ffff" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.